Event description:
It was reported by the patient's sister that post a coronary drug eluting stenting treatment procedure, hospitalization and patient complication occurred. The physician implanted an unknown size taxus express2 drug eluting stent in an unspecified artery. The patient experienced "tiredness" after taking aspirin and plavix. Three days post procedure, the patient experienced "black diarrhea and vomiting" and was hospitalized. An endoscopy indicated no active bleeding. The relationship of this event to the device is unknown. No further information was available.

Manufacturer narrative:
Device analysis. As no device was received for analysis it was not possible to perform any inspections on the device. As the batch number is unknown a review of the manufacturing records could not be carried out. As the upn is unknown a ship history could not be carried out in order to identify potential batch numbers for this complaint. Therefore, a review of the manufacturing records for potential batches that this complaint was reported for could not be carried out. The taxus express2 dfu states that "gastrointestinal symptoms" is one of the, "potential adverse events ... Which may be associated with the use of a coronary stent in native coronary arteries." The root cause will be documented as anticipated procedural complication due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling.